Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR(device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).

Event description:
(B)(6). Case status: open. Summary: 8100 door open alarm message (npi). Case notes: problem description. (B)(6). Assisted marina mcgrudder (256-653-8418), to identify where the door open message is being generated (bottom right corner, shows excessive gap / customer presses on that corner and alarm message goes away). Customer to replace front door of 8100.